Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) and thick leaflet for a mitraclip procedure. During the pre-deployment assessment of testing the lock, mr increased from grade 1 to grade 2-3. Physicians decided to unlock the clip, opened the clip to more than 60 degrees, locked the clip, and closed the clip. The mr was grade 1. During the new lock test, it was again increased from grade 1 to grade 2-3. It was decided to retract the clip and replace it with the new clip. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.